Event description:
Pt underwent a sling procedure. Post operatively, the tape was found to have eroded into the urethra causing irritated voiding symptoms. The physician removed the tape and performed a martius flap procedure. The pt is doing well.